Manufacturer narrative:
(B)(4).the reported condition was not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On an unreported date, the patient started treatment with injection fortum (1g, IV, route not reported),injection vancomycin (1gm, IV, route not reported) and fluconozole (200mg, tablet, every day). It was unknown if the peritonitis resolved. It was not reported if the patient remained hospitalized. It was not reported if dianeal therapy was ongoing. The nurse believed that the peritonitis was related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted.